Event description:
According to the reporter: the customer pointed out that the white rim seal on the trocar, under the removable top, comes off very easily. They have had a few pop off as they were pulling specimens out. They don&#39;t believe it should come off at all. Some areas of the hospital have to count anything that can come off, and they would have to count this seal. No additional information is available from the account.

Manufacturer narrative:
(B)(4)